Event description:
It was reported that the user experienced recurrent low blood glucose after an automated target change during a recent training session, with multiple readings as low as 55 and a fingerstick of 65 during the call that increased to 79 after oral carbohydrate. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Troubleshooting and education were provided, including counseling on the 15-15 protocol and plans for additional training already scheduled. Investigation included a review of user-reported history and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event consistent with use-related or physiological factors following a target change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.